Manufacturer narrative:
Review of this MDR and/or additional information received shows that this event was reported in error and does not exist. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
This report was cancelled. Additional information was received stating that the event did not exist, it was a false report. This report was therefore invalid.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline failed to open in the proximal and distal section. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm located in the c6 segment of the internal carotid artery with a max diameter of 6.7 mm and a 5.1 mm neck diameter. Landing zone: distal: 4.76 mm and proximal: 4.96 mm. It was noted the patient's vessel tortuosity was moderate. The angiographic result post procedure showed the blood vessels were unobstructed. It was reported that during the treatment of an aneurysm with a mesh stent, the intermediate catheter used was navien, and the microcatheter was phenom27. The proximal and distal ends of the stent could not be opened. After multiple attempts, still could not be opened. After replacing the stent with another one, the surgery was successfully completed. The pipeline was not used for an indication that was off-label. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event.